Manufacturer narrative:
[(B)(4)].

Event description:
The customer complained of discrepant ise indirect na, k, ci for gen.2 for 1 patient on a cobas 6000 c (501) module. Refer to the attachment to the medwatch for all patient data. There was no adverse event. Erroneous results were reported outside of the laboratory. The field service engineer (fse) performed a precision check. The customer calibrated and ran qc. All controls were acceptable and the module was performing to the manufacturer's specifications. The fse was not able to determine a cause or duplicate the issue. There were no issues after the service visit. The investigation was unable to find a definitive root cause.